Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10, h4 h3, h6: photo investigation the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo from attachment: photo_(B)(4), (B)(6)(tr202610048). The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed for va lock patella pl 2.7 ant 3-h sm ti tic. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a DHR evaluation was performed for the finished device lot: 85551p7, article: 04.137.001s-15 , and no non-conformances / manufacturing irregularities were identified. DHR review conducted: product code: 04.137.001s-15 lot number: 85551p7 manufacturing date: oct / 02 / 2025 expiration date: oct / 01 / 2035. No non-conformance / manufacturing irregularities were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent an orif with the plate and the screws. The surgery was completed successfully with no delay. Plate fixation was performed for a transverse fracture and patellar fracture with a small inferior bone fragment. When the knee brace was removed and the patient walked, the distal part of the plate re-fractured, which was attributed to decreased bone strength at the distal row of the plate and a possible weak point in the plate fixation. Reoperation using sutures etc. Was scheduled for (B)(6) 2026. No further information is available.